Event description:
It was reported that the patient presented at the clinic for a right ventricular (rv) lead revision due to noise oversensing, as previously observed on merlin.net transmissions. This issue was associated with pacing inhibition and episodes of noise reversion and high ventricular rate (hvr). On (B)(6) 2025, the rv lead was capped and successfully replaced. The patient remained stable.